Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a deep brain stimulation procedure. The rep indicated that the surgical plans using the dbs nexframe software were disappearing. This occurred after the o-arm acquisition was merged. The surgical plans were not available even after changing the reference exam and the surgical trajectories had disappeared. Several attempts were made; exit from the procedure and re-entering did not resolve the issue and as a result the physician needed to form new surgical plans. The procedure was continued and the nexframe aligned on the first side and mer test was done. The lead on the first side was able to be implanted. On the second side after nexprobe alignment the mer test gave no result. The surgeon again needed to use new surgical plans after o-arm acquisition and merge because one of the MRI exams was not available and was not selected from exams list even though the physician had not changed the exams list. Surgical trajectories disappeared and after performing the new surgical plan the mer test was done and the lead was implanted. There was no impact to patient outcome, but the resulting surgical delay was more than 2 hours.

Manufacturer narrative:
System logs were provided, but were for the incorrect date. Follow up requests were made for the correct logs, but they were not available. The software investigation found that without system logs for the correct date range, it was not possible to determine if there was an issue with the software. As a result, the software analysis was unable to determine probably cause as the issue could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: system serial # and UDI# updated; manufacture date updated if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. It was noted a system update was performed to version 1.0.3. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.